Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower values while scanning the adc freestyle libre 2 sensor compared to a competitor's brand meter. The customer contacted emergency services and received unspecified third party medical treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower values while scanning the adc freestyle libre 2 sensor compared to a competitor's brand meter. The customer contacted emergency services and received unspecified third party medical treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. No further information was provided. There was no report of death or permanent injury.